Event description:
Follow up information identified the patient underwent surgical intervention on 1 may 2018 where the ipg was removed and replaced. Postopertaively the patient had effective stimulation.

Event description:
Additional information received identified surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had shoulder surgery several weeks ago and the ipg was not put into surgery mode. The patient reported the ipg has not been working since the surgery. Technical support attempted to get a connection which was unsuccessful.the clinician programmer logs were analyzed but analysis was inconclusive as to the cause of the issue. A company representative will meet with the patient for additional troubleshooting of the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.